Event description:
Immediately after the start of plasma processing, the pt went into shock and was moved to the intensive care unit. The treating physician determined this to be an anaphylactoid reaction. This med device is not distributed in the united states. However, the materials used in the liposorber la-40 are the same as those used in the la-15 which is a component of the liposorber la-15 system.